Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2021. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets had patient line green caps that had ¿fallen loose¿ inside the overwrap. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.